Event description:
It was reported that the patients ipg had to be charged frequently and for longer periods of time. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the medical facility.